Event description:
The technician alleged the bed had a loss of the head up function. No pt impact.

Manufacturer narrative:
The technician found the head up valve to be stuck. The technician replaced the head up valve to resolve the issue.